Event description:
Event description guidant received information that this patient was in atrial flutter during implant of this pacing system. An rf ablation was performed one hour post implant. Prior to the ablation, p-waves were 3.0mv. However, thresholds and impedance were not tested due to the flutter. Following the ablation, p-waves remain unchanged but atrial impedance is > 2500 ohms and p-waves are not being sensing on real time egrams. A guidant technical services consultant recommended performing an x-ray to confirm the position of the atrial lead.